Event description:
It was reported that the gastrointestinal videoscope¿s image was blurry. There was no patient involvement.

Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection, and the reported allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens had foreign material. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.